Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5168472.

Event description:
Voluntary medwatch received states a patient's right ventricular (rv) lead presented with oversensing. It was suspected the device was not working and the patient was in intermittent ventricular tachycardia (vt). No changes were reported and the patient status was unknown.